Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of parkinson's disease and movement disorders. It was reported that the patient was seeking assistance troubleshooting as the patient stated they were charging "too often." The patient reported the ins battery is depleting more than expected and that prior to the issue, they recharged 15 minutes a day and kept the ins battery full. The current state was that they charged 1-1.5 hours a day to keep the ins full. The patient stated they keep full coupling and charge fully to 100%. The patient confirmed they did have an x-ray and confirmed no fractures. They had recently been reprogrammed or switched to a new group and had to increase parameters. It was reviewed that programmed parameters affect the recharge interval. The patient stated their programming had gone up every six months and that the onset of ins depletion/charging more often had been gradual and that a progression had been noticed six months ago when charging was needed more and occasionally if the ins battery depleted more than 50% they felt a "weird sensation." The sensation was compared to when the ins battery would deplete into discharge and turn off and they stated they would feel "like brain humming without noise." The caller reported feeling this presently only when the ins was below 50%, but not every time it was below that threshold. The patient was directed to follow-up with their healthcare provider (hcp) to continue troubleshooting. No further symptoms or complications were reported or anticipated with this event.